Event description:
It was reported that there was concern that the patient had an electrostatic discharge (esd) event. The patient was on their mobile power unit (mpu) and a no external power alarm showed on the system controller. A review of the log files by the site indicated there was no pump stop, and a review of the log files by technical services confirmed a no external power event at 09:51 on (B)(6) 2022 while the patient was connected to the mpu, indicating that the mpu had lost power. The patient was switched to battery power and the alarms resolved. It was noted that the patient used their mpu the night prior without any alarms or power fatigues and the device worked fine. There was no interruption in pump support during this event.

Manufacturer narrative:
Device serial number requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient experiencing electrostatic discharge (esd) event was determined to be a no external power alarm on a mobile power unit (mpu) via a log file review. The submitted system controller log file spanned approximately 38 days ((B)(6) 2022 to (B)(6) 2022 per the timestamp). The log file did not show an esd event which would lead to a pump stop. A no external power alarm activated on (B)(6) 2002 at 09:51 due to rsoc and bus voltage diminishing to ~2.6v with a loss of ac power while on the mobile power unit (mpu). The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The mobile power unit was not returned for analysis. Additional information on 17jan2023 stated that the mpu serial number cannot be provided. The patient was provided with v-lock power cable. The cause of the no external power was determined to be an environmental circumstance such as loss of power to the house. A root cause of the reported event was determined to be an environmental circumstance such as a loss of power to the house. The device history record cannot be reviewed as the serial/lot number of the device was not available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power, power cable disconnect, and low flow. No further information was provided. The manufacturer is closing the file on this event.